Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that patient services only obtained model number as power on reset (por) stems from the ins. The reason for call was the patient stated they recently had surgery on the 23rd and they had to use a defibrillator. Since then, the device does not want to work anymore. Patient stated they are seeing por on the programmer when trying to synchronize with ins. Troubleshooting was unable to be performed as por is not able to be cleared by patient services. The patient was redirected to their healthcare provider to further address the issue. Patient services reviewed role of manufacturer representative (rep) versus the doctor since the doctor told the patient to call the manufacturer. There were no patient complications reported as a result of this event.